Manufacturer narrative:
Review of nalu records found no prior complaints on file from this patient and no records of any other communication around explanting the nalu system. The firm is attempting to make contact with the patient and/or provider to obtain any available information around the reason for the partial explant taking place and this report is being filed as a preliminary as the investigation is ongoing.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 targeting the lumbar medial branch nerve. On (B)(6) 2026 the firm received a call from a veteran's affairs facility in (B)(6) area to request MRI conditionality. During the call the facility informed the nalu product support representative that the patient had undergone a partial system explant but still had both leads remaining implanted. The facility did not have any information as to reason for the explant, date it was performed, or where it was performed.